Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Bostrom, h,. Von heideken, j., une-larsson, v. And ekkelund, a. (2010). "Surgical treatment of the chronic acromioclavicular dislocations: a comparative study of weaver-dunn augmented with pds-braid or hook plate" journal of shoulder and elbow surgery, 19, 1040-1048. This report is for unknown stainless steel hook plate/unknown quantity/unknown lot. (B)(4). This investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.

Event description:
This report is being filed after the subsequent review of the following literature article bostrom, h,. Von heideken, j., une-larsson, v. And ekkelund, a. (2010). "Surgical treatment of the chronic acromioclavicular dislocations: a comparative study of weaver-dunn augmented with pds-braid or hook plate" journal of shoulder and elbow surgery, 19, 1040-1048. (B)(6) article. The objective was to evaluate the weaver-dunn procedure (w-d) for chronic acromioclavicular joint dislocation augmented with temporary hook plate or braided polydioxanone (pds) loop suture. It was retrospective comparative study for patients treated with chronic acromioclavicular joint dislocations from 1995-2006; 47 out of 52 included patients were re-examined. 23 patients were operated with w-d augmented with the pds braid and 24 with w-d and a temporary hook plate. Thirty-six were re-examined and had post-operative radiographs. Eleven patients were evaluated over the phone. An unknown number of patients experienced pain. One patient experienced pain and dislocated plate and revision. This is report 2 of 2 for (B)(4). This report is for unknown stainless steel hook plate, pain, dislocated plate and revision.